Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. No serous injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.